Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the device was turning itself off unexpectedly. The patient reported a return of overactive bladder symptoms/frequency and adverse bowel in (B)(6) 2019. When troubleshooting with hcp (healthcare professional) 10 days-2 weeks ago it was found that therapy was off. The hcp changed programs and the patient also recently increased and confirmed stim is comfortable. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: patient stated the cause of device off was not known, but their doctor turned it back on. No further complications were reported or are anticipated.